Event description:
A 9 month old male that presents with a chief complaint of displaced g tube. He has a history of g tube for feeding, cardiac arrest, anoxic encephalopathy. Last fed at 6 am today. Family member was changing him around 8am and noticed the g tube had come out. This has happened previously and the father was able to replace it himself. No reported difficulty with feeding. Normal behavior. No vomiting. Replacement completed by starting with a 10 french foley catheter and then stepping up to 12 french catheter and then 12 french g tube.